Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient questioned if moving wifi radio and wireless router today may have caused headache. Patient has not discussed this with doctor. Device is still in use. No patient complications have been reported as a result of this event.